Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that, during a daily operation test, the department charged then shocked and a message was immediately displayed "problem with battery charge". No patient involvement.